Event description:
The user facility reported a 72-year-old males undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support had a clot develop and observed in the left ventricle. Bicarb was ordered for purge and transfusions protocol ordered. ECMO was placed when right ventricle failed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The clinical report alone was analyzed. The cause for the thrombus is patient condition since the right ventricle fail and clot was found in left ventricle. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.